Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured at the distal tip side from the center of the balloon. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.